Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the malfunctioning keypad with an intermittent keypad response on row 3 (#0, #1, #2, and #3), which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's 0, 1 and 2 keys are working intermittently. It was also reported that "this was discovered when trying to program the pump for a patient" and that there was no patient injury.